Event description:
Healthcare Professional reported "Grade 3 Capsulectomy". Later Healthcare Professional reported Capsular Contracture, Baker Grade III. Patient was prescribed Singulair. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.The reason for reoperation: Capsular Contracture Baker grade III.